Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Unable to locate string, could feel tampax but unable to locate- vagina [foreign body in reproductive tract]. Went to remove tampon, could not locate string, felt tampon inside [complication of device removal]. Tampon inserted wrong way round...use applicator, impossible for me to insert the wrong way [device deployment issue]. Case narrative: consumer reported via e-mail that during removal she was unable to locate the tampon and string. She then discovered that tampon was inserted the wrong way around. No serious injury reported.